Manufacturer narrative:
Analysis of the ins ((B)(4)) found the stimulation ins has reduced capacity due to overdischarge the ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {the ins failed the first retest due to battery depletion. The ins will be fully charged prior to another retest (see ngt_retest-1 attachment).} once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {referenced to electrode #0.} electrode. After {2} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {manually started after the second pmr.} a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was unable to charge his implantable neurostimulator. The implantable neurostimulator had not charged in 3 months. There was no communication with the clinician programmer or implantable neurostimulator recharger. Antenna locate was unsuccessful after 10 attempts, and the patient was unable to perform a normal charge session. A physician mode recharge session was initiated to resolve the overdischarge, however the patient left before the session was complete. Additional information has been requested regarding actions/interventions taken to resolve the overdischarge, but it was not available at the time of this report. If additional information is received, the event will be updated. The manufacturer's representative (rep) returned the product and stated that they were unaware of any complaints on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Pt mentioned they whole system had to be removed b ecause the implant went in overdischarge. A rep tried to jump start and could not recover it. This was in 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.